Event description:
It was reported that a revision surgery had occurred to remove a pyrohemisphere cmc implant.

Manufacturer narrative:
Little information has been supplied on this event. An investigation is underway to obtain additional information. If additional information becomes available, a supplement report will be submitted as appropriate.